Event description:
The end user reported while a medic was entering an elevator with the empty stretcher, he allegedly felt a "shock" across his chest and down both arms. There was no report of injury as a result of the incident nor was it reported that medical intervention was required. The stretcher was removed from service until evaluation.